Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with a (right) 450cc mentor memorygel breast implant and a (left) 425cc mentor memorygel breast implant, suffered spontaneous right breast implant rupture, post-procedure. The rupture was diagnosed via physical examination. The patient also suffered the following symptoms, including bilateral breast pain, lymphedemas on both arms, diagnosed with helicobacter pylori, gallbladder stopped working , two ulcers formed, celiac disease, ibs, acid reflex, extreme fatigued, chronic pain, brain fog, vertigo, nausea, dizziness, night sweets, tightness in chest and chest discomfort, extreme inflammation throughout the body, all joints and muscles hurt, tendinitis in both ankles and feet and right shoulder, extreme sensitivity to sun light, could not walk outside without sunglasses, temporary loss of vision in right eye, numbness of full right arm to hand, muscle weakness, arthritis, and psoriasis. As a result, the patient underwent implant explantation surgery on (B)(6) 2021. This medwatch form is for the left breast prosthesis. Complications on the right breast has been reported under mrn: 1645337-2021-10825.